Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). Tachycardia therapy was exhausted due to the inappropriate therapy. Boston scientific technical services (ts) was consulted and discussed programming options with the clinician. It was noted that the device initially inhibited appropriately but since the rhythm was stable it treated it as ventricular tachycardia (vt). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.